Event description:
Lap chole. "The surgeon reported that the clip applier misfired a few times and then actually deployed a scissored clip that transacted the cystic artery. The surgeon has attached letter detailing the event as well as intraoperative pictures. The surgeon opened up a second clip applier and was able to occlude the cystic duct properly."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.